Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021 and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging throat and sinus problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 08/06/2025. A device was returned to a third party service center for evaluation. During the evaluation of the device at the third party service center, the device was visually inspected no foam particles were observed. Dust contaminant on the device. Section g3 and h6 updated/corrected.

Manufacturer narrative:
In previous report b5 verbiage, adverse event/product problem and type of reported complaint captured incorrectly. It has been corrected in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, kidney disease/toxicity, other (insufficient information), chest pain, airway irritation or inflammation, breathing difficulty-shortness of breath. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed. In box b: adverse event/product problem has been corrected. In box d: product brand name has been corrected. In box h6: patient outcome code grid and health impact grid has been corrected. In box h: type of reported complaint has been corrected.